Event description:
It was reported that the lead had dislodged, had an apparent conductor fracture, sensing difficulties, no pacing output and unacceptable thresholds. It was noted by the physician during the lead revision that the suture sleeves were not attached. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.